Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the over correction aligners made teeth worse since one front tooth is longer that the one next to it. The byte clinical support team (cst) confirmed intrusion of tooth # 9 on (B)(6) 2024. Dental history includes orthodontic braces and active periodontal disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.